Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a stent moved on the delivery balloon. The target lesion was located in the severely tortuous and severely calcified external iliac artery. A 6f non-bsc introducer sheath encountered difficulty advancing to the target lesion. A 7.0x30x75cm express ld stent delivery system (sds) was advanced to the target lesion, and under fluoroscopy it was noted that the stent had moved proximally on the sds. The express ld sds was slowly removed and it was noted that the stent had moved distally on the express ld sds. The procedure was completed with a different device. No patient complications were reported and the patient's status is listed as good. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned device revealed no damage to the shaft of the device. The stent had moved 7mm distally on the balloon. There was no damage noted to the stent. A microscopic examination of the device noted that there were clear stent crimp marks evident on the balloon where stent was originally crimped. No further damage was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a stent moved on the delivery balloon. The target lesion was located in the severely tortuous and severely calcified external iliac artery. A 6f non-bsc introducer sheath encountered difficulty advancing to the target lesion. A 7.0x30x75cm express ld stent delivery system (sds) was advanced to the target lesion, and under fluoroscopy it was noted that the stent had moved proximally on the sds. The express ld sds was slowly removed and it was noted that the stent had moved distally on the express ld sds. The procedure was completed with a different device. No patient complications were reported and the patient's status is listed as good. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).